Manufacturer narrative:
Weight-race:unk. Claim: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -12.5 diopter was implanted into the patients right eye (od). On (B)(6) 2022 the lens was implanted and removed intra-operatively due to lens tear/break during injection/delivery into the eye. A replacement lens was ordered.